Event description:
A 3.5x13mm cypher was being withdrawn from a non-tortuous, non-calcified, proximal lad lesion. There was difficulty getting the stent delivery system (sds) back through the guide, and the entire system had to be removed to get the stent out; another guide had to be introduced to cross the lesion. When the device was removed, the balloon was noted to be partially inflated on both ends (it had not been hooked up to an inflation device). There was no patient injury, and the procedure was successfully completed with a taxus stent.